Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary samples for the lot 6006622 have already been previously tested in the complaint (B)(4) on 12/feb/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report tw pr. (B)(4)complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6006622 was manufactured according to the work instruction (wi) version 112 manufactured in the line #3, on 21/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006622 and another 2 complaints have been registered in database for the same lot 6006622 and malfunction code. A second query on 12/aug/2025 for the same malfunction code and lot revealed 2 more complaints registered in database. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets kinked cannula events on (B)(6) 2025 and (B)(6) 2025. The events occurred within 3 hours of insertion. The insertion site was the abdomen. The blood glucose level was 340 mg/dl at the time of the events due to which patient required assistance from emergency room(ER) and got treated with intravenous (IV) fluids and two multiple daily injections (mdi). The patient also took correction bolus via pump to resolve blood glucose issue . Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.